Manufacturer narrative:
It was reported that "stone extractor did not open during urs and could not be removed. No backup device on site and further treatment of the dog in clarification. The patient was under anesthesia for a longer period of time and follow-up treatment is necessary. The user changed the procedure; the stone was flushed into the bladder using a catheter and now the further procedure is being coordinated with the patient's owner. It is not yet possible to say which indication is the best solution. The procedure took about 30 minutes longer, but the dog was able to go home the same day." According to the received information, the concerned instrument (27023td - stone basket, 2.5 fr., tip, helical) was used in a veterinary procedure on a dog. The procedure could not be completed successfully. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "stone extractor did not open during urs and could not be removed. No backup device on site and further treatment of the dog in clarification. The patient was under anesthesia for a longer period of time and follow-up treatment is necessary. The user changed the procedure; the stone was flushed into the bladder using a catheter and now the further procedure is being coordinated with the patient's owner. It is not yet possible to say which indication is the best solution. The procedure took about 30 minutes longer, but the dog was able to go home the same day." According to the received information, the concerned instrument (27023td - stone basket, 2.5 fr., tip, helical) was used in a veterinary procedure on a dog. The procedure could not be completed successfully.